Manufacturer narrative:
Investigation closed on 07/11/2024. Getinge field service engineer (fse) installed the battery and performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.